Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to obtain readings; however, it was found that the device stops working when the cable is bent. It was determined that this was due to potentially frayed or broken wires inside the cable at the bend relief area. A service history record review reveals that this unit was in the field for over one (1) year with no previously reported issues.

Event description:
It was reported there was intermittent signal during use with the device. No physical damage noted. There was no patient impact or consequence as a result of the reported issue.